Event description:
Clinic contacted dexcom technical support on (B)(6) 2013 to report a broken sensor wire on (B)(6) 2013. The transmitter was still attached when the sensor was removed. A small piece of wire stayed in the arm and the remaining wire was still in the sensor pod. Patient's parent removed the wire with tweezers.clinic reported that patient did not experience any additional discomfort at the insertion site.